Manufacturer narrative:
H6: investigation summary a 20041e sample was not available for investigation; however, the customer indicated the complaint samples were from lots 22025982 and 22025983. The feedback provided by the customer suggests leakage was detected from the extension set during infusion. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 22025982 and 22025983 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. H3 other text : see h10.

Event description:
It was reported that 4 of the bd smartsite¿ extension set, pressure rated smartsite¿ t-connector leaked. The following information was provided by the initial reporter: the extension tube leaks when the drug is injected.

Event description:
Additional information provided. The extension tube leaks when the drug is injected.

Manufacturer narrative:
Four 20041e samples were received in opened packaging for investigation; the samples were from lots 22025982 and 22025983. Residual fluid was detected in all samples. The feedback provided by the customer suggests leakage was detected from the extension set during infusion. No further information was available to assist the investigation in this instance. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the returned samples to a 50ml bd plastipak syringe from stock and priming with fluid; no flow issues or leakage was detected throughout testing. The samples were then subjected to pressure testing; again no leakage was detected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 22025982 and 22025983 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customers experience.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 of the bd smartsite¿ extension set, pressure rated smartsite¿ t-connector leaked. The following information was provided by the initial reporter: the extension tube leaks when the drug is injected.